Event description:
Customer requested analysis of ECG from deployment. No associated report of death/serious injury.

Manufacturer narrative:
(B)(4): method: ECG from deployment reviewed. Conclusions: review concludes that device analysed correctly and prompted 'no shock' (ECG morphology was not shockable). Issue reported due to associated deployment of device.